Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient's stimulator was removed but their lead wires were still implanted. The patient's device was removed because their pain doctor let the battery go dead. Their doctor messed them up and explained that they kept telling them there was something wrong with their device but the doctor didn't do anything and let the battery go dead. The stimulator was removed on (B)(6) 2017. No further complications reported.